Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus , mr, ous 4.00x20mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information was requested regarding the detachment of the crimped stent , however, no information was made available. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and there was evidence of solidified medium inside the balloon. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found several hypotube kinks along the catheter shaft. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device found that the tip was flattened and stretched to 1.4cm in length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2016. It was reported that crossing difficulties were encountered. The >90% stenosed target lesion was located in the left anterior descending (lad) artery. After a non-bsc wire was advanced to the lesion, pre-dilation using a non-bsc balloon catheter was performed. A 4.00x20mm promus element¿ plus drug-eluting stent was then advanced to treat the lesion but failed to cross. Dilatation was again done at high pressure and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.